Event description:
It was reported that the camera head had dark image and scratched camera. The issue occurred during preparation for use for an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could be identified. Based on the results of the investigation, it is likely the customer reported issue was due to to kink/knot twisted cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had dark image and scratched camera. The issue occurred during preparation for use for an unspecified diagnostic procedure. There were no reports of patient harm.